Event description:
It was reported that this implantable pacemaker was turned off and left implanted for the time being due to hematoma growth over the device. Additionally, both right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned and new leads were placed. No additional adverse patient effects were reported.